Event description:
It was reported that an roi-c superior plate at c5/6 was found to have fractured six months post-operatively via x-rays. The patient was inactive and the cage did not show signs of sinking (movement) post-operatively. The awl was used prior to installing the plates when they were installed in the patient. There are no health impacts and no plans for a revision surgery.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional method code: (B)(4). Corrections in d4: UDI number. Additional information in d4 expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the device remains implanted, so it was not returned and an evaluation is unable to be performed. X-rays were provided, which show that one of the anchoring plates is fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that an roi-c superior plate at c5/6 was found to have fractured six months post-operatively via x-rays. The patient was inactive and the cage did not show signs of sinking (movement) post-operatively. The awl was used prior to installing the plates when they were installed in the patient. There are no health impacts and no plans for a revision surgery.